Manufacturer narrative:
(B) (4). (B) (4). Use of device issue - off label use. The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: device operated differently than expected - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an artery at the bifurcation of the superficial femoral and profunda arteries after an interventional procedure. Reportedly, after clip deployment, bleeding continued and a large hematoma developed. Manual compression was applied to express the hematoma and achieve hemostasis. In addition, the patient was given a blood transfusion. There were no reported adverse patient effects. Though requested, no additional information was provided.